Event description:
Patient was revised to address a broken poly insert. The articulating portion of the insert was totally separated from the hinge pin portion, which was still connected to the metal peg rod.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Radiographs were not available for examination. The investigation could not draw any conclusions regarding the reported event based on the lack of the products to examine or the available information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.